Manufacturer narrative:
Exact date unknown, event occurred in 2022.

Event description:
It was reported that the patient had difficulty charging the ipg after a non-device related procedure that required the use of electrocautery. The ipg was replaced with a magnetic resonance imaging (MRI) compatible device and the patient was doing well postoperatively. The explanted ipg was disposed per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.